Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint reported that during service and repair ¿simulate case start,¿ the purge assembly door failed to open when the door button was pressed. Troubleshooting was completed and identified a faulty door latch assembly. The component was replaced with door latch assembly. After replacement, the purge assembly door functioned normally, opening and closing as expected. System was retested and verified to be operating within specifications. There was no patient involvement.